Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. It was unknown if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) injection of vancomycin (1 g daily for five days, reported as ongoing), and ip injection of imipenem (1 gm daily, ongoing). At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.